Event description:
This is filed to report a gripper actuation issue and chordae rupture. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapse from the posterior 3 (p3) leaflet to posterior commissure (pc). During a mitraclip procedure, an ntw clip was replaced due to a gripper actuation issue. One of the grippers stopped lowering while capturing the leaflets in the pc region. The ntw was removed. It was noted that the gripper functioned outside of the anatomy. It was also noted, that there was a chorda rupture in the left ventricle due to the ntw. The procedure was completed with one clip implanted. The mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (gripper actuation - single) associated with the gripper not lowering during capture could not be determined. The cause of the reported unspecified tissue injury (no treatment) associated with the chordae rupture could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.